Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue originated from the two matrix drawers. A field service engineer inspected all cables and reset all connections without success. The matrix drawer modules were replaced, but the problem persisted. All drawers were isolated to identify the cause, but finally, the power module for the station was replaced to see if the current draw by some solenoids was causing the problem, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the auxiliary drawer 2 was failed to open multiple times. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.